Manufacturer narrative:
It was indicated this lead was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) lead was repositioned several times due to high threshold measurements. After being repositioned three times, the helix would not extend. As a result, the rv lead was removed and replaced. No adverse patient effects were reported.